Event description:
Event:unresolved type I endoleak. The patient's right and left iliac arteries were reported to be calcific. An angiogram revealed a type I endoleak at the superior attachment system that was unsuccessfully resolved with repeated balloon inflations. The patient will be monitored by the physician.